Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging an unusual issue occurred with his onetouch ultra meter. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged product issue first started on the morning of (B)(6) 2019, when he was unable to perform a blood glucose test with the subject meter. The patient reported that he attended the pharmacy where he was provided with, and told to use, onetouch select test strips with his onetouch ultra meter. The patient was unable to obtain blood glucose results with these strips. The patient did not provide any information on his normal diabetes management routine and denied taking any action in response to the alleged product issue. He reported that a ¿few minutes¿ after the start of the alleged product issue he began to develop the symptoms of ¿tired and sweaty¿. The patient denied receiving any treatment for these reported symptoms. The issue was resolved during troubleshooting when the csr walked the patient through resolving the issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after not being able to perform a blood glucose test due to an alleged unusual issue with the subject meter.